Event description:
On 17-nov-2025, a nurse contacted technical service to report that tc bariatric plus w/ air (product code p1840re200, serial number (B)(6)), had the head of the bed not raising. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.